Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, g1, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board (bi) and printed circuit board (qb) board, and dead pixels in liquid crystal display (lcd) a root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure no image, due to dead pixels in liquid crystal display (lcd) and faulty printed circuit board (bi) and printed circuit board (qb) board. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the monitor presented no image. This event occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.